Event description:
It was reported the patient (B)(6) experienced a sudden loss of stimulation. A diagnostic test revealed invalid impedance measurements for eight lead contacts. Surgical intervention was undertaken for further interrogation. Intraoperative testing isolated the impedance issues to the patient's extension. In addition, the physician noted an issue with the set screw engagement for the device. As such, the extension was explanted and replaced. Effective stimulation was recaptured for the patient following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.